Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation cracks were found around the optical surface after the lens after it was implanted into the patient's eye. No adverse reaction to the patient. Additional information has been requested no further information is available.